Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused by electrical contact is loosened, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the camera head exhibited noisy image. The issue occurred before use during set up and inspection before patient in room. There was no patient involvement.